Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an abscess 7 weeks post miradry treatment. The patient was hospitalized for 5 days.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Exact dates of hospitalization were requested.

Event description:
Clinic reported a patient who developed an abscess 7 weeks post miradry treatment. The patient was hospitalized for 5 days. The clinic confirmed the patient is recovering about 5 months post-treatment. No further follow ups expected.